Event description:
Customer reported that this stretchers brakes were stiff and not working properly. No impact was reported.

Manufacturer narrative:
Technician found that the pedal will engage all positions. Isolated the problem to a missing shoulder bolt and nut from the foot end connecting link between brake/steer shaft and connecting link. This caused the foot end casters to remain free when pedal in brake position. Replaced missing hardware and cleaned and lubricated remaining pivots to resolve this issue.